Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found exiting the air/water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Evaluation is still in progress at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found exiting the air/water nozzle, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; switch#1 was cut; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; no water was fed due to clogging of the nozzle; and there were foreign objects in the channel tube, the plastic distal end cover, the objective lens, the light guide lens, the bending section cover, and the connecting tube. This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: e1 country, h3, h4, and h10.